Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet occluder was implanted. Close criteria were satisfied, but no tension test was performed. There was also noted to have been 2 recaptures for unsatisfactory positioning. On (B)(6) 2025, the device was noted to have completely dislodged into the left atrium, via trans-thoracic echography. The device was removed via an endovascular intervention with a lasso catheter. There was no consequence for the patient. The physician alleges the cause as being due to the sizing of the device. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device migration one day post amulet device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device embolization could not be determined. The reported unexpected medical intervention was a case specific circumstance as the device was removed via an endovascular intervention with a lasso catheter. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.